Event description:
It was reported that while using an unspecified bd phaseal¿ optima injector the line disconnected. There was minimal blood loss, however, there was no additional information of patient impact. The following information was provided by the initial reporter: it was reported that the patient called, patient holding tacro line, disconnected. The injection, connector and blue clamp in place on the patient's side - closest port. Minimal blood loss. The customer to confirm the location of the disconnection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-03. Investigation summary: sample received for investigation, the sample consist of one phaseal optima injector n35-o luer connected to a tubing set and one optima injector n35-o already connected to a phaseal optima connector c35-o by a blue clamp. The optima injector already attached to the optima connector c35-o was disconnected from the IV line but still connected to phaseal connector by an optima blue clamp. After the visual inspection of both injector samples received no anomalies or damages were observed in any of the samples received that could lead to the event reported. No damages or anomalies were found on the luer cone or luer thread from both optima injectors. It is noticed that the luer part from the optima injector was engaged to the luer part from the IV tubing, although the security spin collar from the IV tubing was not totally engaged to phaseal optima injector. No anomalies are observed in any of the optima components that could lead to luer lock disconnection. No anomalies were found after disconnection the blue clamp. No damages were noticed in optima clamp. The luer part form the optima injector was inspected, and no damages were found that could lead to luer lock disconnection. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Additionally, optima injector hub (luer part) from both samples received were measured, samples met acceptance criteria no defects found. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. It is recommended to ensure that luer connections are tight enough before use of the products. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd phaseal¿ optima injector the line disconnected. There was minimal blood loss, however, there was no additional information of patient impact. The following information was provided by the initial reporter: it was reported that the patient called, patient holding tacro line, disconnected. The injection, connector and blue clamp in place on the patient's side - closest port. Minimal blood loss. The customer to confirm the location of the disconnection.